Manufacturer narrative:
One device was returned for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found the downstream occlusion (dso) seal delaminated. Replaced dso seal. Performed dso/uso calibration. Validated repair through dso sensor test.

Event description:
One device was returned for evaluation. Analysis found the downstream occlusion (dso) seal was delaminated. There was no patient involvement.